Event description:
It was reported that the patient experienced event on (B)(6) 2026, where insertion was into same site (thighs) for past one year causing hyperglycemia treated by correction bolus via pump.

Manufacturer narrative:
MDR 3003442380-2026-14650 / initial 4 of 6 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380